Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led on the device was not turning green when the proper components were installed. There was no patient involvement.